Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The helix of the lead had an out of specification analysis result for extension/retraction due to body tissue growth. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged one day post-op. A lead revision was performed, and the lead removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.